Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05641. It was reported the pt's scs system has been non-beneficial. It was also reported the scs system aggravates the pt. The pt may undergo surgical intervention on a later date. The pt plans to meet with her doctor to determine the next course of action.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.